Event description:
During a follow-up, episodes of high pacing impedance and loss of capture were noted on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed. Reprogramming was performed. The patient was stable and will continue to be monitored.